Manufacturer narrative:
(B)(4). Date sent: 03/23/2012. Device (a) was returned in good visual condition and fully functional. In addition, three partially formed staples were received in a small bag. When tested for functionality, the device fired and formed the remaining 34 staples as intended. Device (b) was returned in good visual condition and fully functional. In addition, two partially formed staples were received in a small bag. When tested for functionality the device fired and formed the remaining 24 staples as intended. Both devices fired without any difficulties and the staples were noted to have the proper box shape. No batch record review could be performed, as the lot number provided is an invalid number.

Event description:
It was reported that during a laparoscopic procedure, the staples were not closing. A second device was used and the same event occurred; the staples were not closing. A third device was used to complete the procedure. There was no impact to the patient.